Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned, no investigation could be performed and mmdg is not able to confirm the complaint.

Event description:
The initial reporter stated that "the set free flowed when attached to the pump". No other information was provided at the time of the complaint. Mmdg made multiple attempts to follow up with the initial reporter and obtain additional information, however, no other information was made available. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. During the investigation the device operated as expected. Mmdg could not replicate or confirm the complaint.

Event description:
The initial reporter stated that "the set free flowed when attached to the pump". No other information was provided at the time of the complaint. Mmdg made multiple attempts to follow up with the initial reporter and obtain additional information, however, no other information was made available. (B)(4).